Event description:
Patient reported a left side exchange from textured to smooth breast implants due to the patient¿s concern with the product and rupture. This record is for the left side. The device has been explanted .

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth breast implants due to the patient¿s concern with the product and rupture.

Event description:
Patient reported a left side exchange from textured to smooth breast implants due to the patient¿s concern with the product and rupture. This record is for the left side. The device has been explanted .

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on the posterior side assessed as surgical impact opening (shell thickness within specification). Opening device on the posterior side assessed as surgical impact opening (shell thickness within specification). Anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: nick is observed assessed as non-penetrating nick. No further actions are required as the device was implanted.